Event description:
Uf ref #(B)(4).

Manufacturer narrative:
(B)(4). This event was submitted to arrow from the FDA through a medwatch report. The report did not identify the product brand name or product #. We are not expecting the product to be returned. A f/u report will be filed if more info becomes available.